Manufacturer narrative:
Concomitant medical products: product ID: 3986 , serial# (B)(4), implanted: (B)(6) 1994, product type: lead. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1994, product type: programmer, patient. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4). Device used for off label indication. The device was used for other chronic/intract pain in the trunk/limbs.

Event description:
A consumer reported that the patient had the dbs (deep brain stimulator) removed because it quit working. The patient's indication for use is other chronic/intract pain (trunk/limbs). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that they had not seen the patient for many years. They did not do the procedure. Someone else "explanted" the device. It was indicated that device probably end of life of battery.